Event description:
Customer states broken cross arm handle. No pt injury was reported.

Manufacturer narrative:
The service rep found unit is old style. Replaced old style brake with new style. Ran operational checks. System operates as intended.